Event description:
It was reported to philips that wired foot switch was intermittently unable to expose. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. According to the additional information gathered, the user stepped on the wired footswitch again to make the exposure. The philips field service engineer (fse) investigated the device on-site and visually examined the wired footswitch, determining that the wired footswitch button occasionally fails to bounce back. To resolve the problem, fse replaced the wired foot switch. Following the replacement, the system was returned to full operating order. The codes were updated based on the investigation outcome.